Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) was hospitalized due to a possible infection near the ipg site. Concern was also expressed that the patient's ipg may have migrated; however, this has not been confirmed. Follow-up on this matter found that the patient has since been returned from the hospital. Results from a blood culture taken revealed no indicators for infection are present. Oral antibiotics were administered to the patient as treatment. She was also prescribed pain medication to address the discomfort at the ipg site.